Event description:
This was a left-sided, manual cardiac lead extraction of one, rv lead (unknown model#; (B)(6)) due to an acute infection. The md cut and prepped the rv lead with a lld #1, utilizing the visisheath (unknown size) to manually dissect the tissue away from the lead. The md encountered increased adhesions prior to entering the svc, increasing traction on the lld #1 the device eventually broke inside the rv lead. The md decided to cap the lld/lead and contact the (B)(6) for an open chest extraction. There was no evidence of injury and the patient remained stable throughout the procedure. Approximately 2 hours later the patient was placed under general anesthesia, a sternotomy was performed and the rv lead/lld was successfully extracted. The patient was transferred to the ICU for recovery. No spnc devices were retained for return analysis and requests for lot information have been unsuccessful to date.